Event description:
It was reported that the patient was brought back to surgery five days later - bowel leak. Staple line dehiscence. Failure of staples. No lot information available. Procedure: small bowel resection.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: what were the indications for surgery? Bowel obstruction what surgical procedure was performed? Exploratory laparotomy, small bowel resection, lysis of adhesions did the patient receive any preoperative chemotherapy or radiation? No what color reloads were used and what was the sequence of the firings? Tcr75 blue what anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Gia were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? Anastomosis patent, no signs of bleeding how was the leak identified? Patient to emergency room, found to have large intra-abdominal free air and taken back to or for exploration what was observed in the re-operation? The staple line of the common enterotomy closure had dehiscence, and he had an anastomotic leak. The common enterotomy closure site was completely open with the staple dehisced what was done in the reoperation? Side-to-side functional end and anastomosis. 75 mm gia blue staple load to make side-to-side functional end-to-end anastomosis. Closed the common enterotomy with a ta stapler. The staple line was then imbricated with 3-0 silk. The closed the mesenteric defect with 3-0 vicryl. Was it leaking through the staple line? See above were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? If an ostomy was created, is it temporary or permanent? N/a what is the current status of the patient? Discharged to home 10/11/22 with drains, follow up week of10/19 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.